Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis not reported. It was reported that the patient was hospitalized for the event and received unspecified treatment (no further details). At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available as the reporter declined follow up.